Event description:
It was reported that patient's pacemaker had a suspected radio frequency (rf) telemetry anomaly. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received yet.